Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the ratchet handle of the mesher would not perform the up and down motion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.